Manufacturer narrative:
Result: broken fowler weld.

Event description:
It was reported by service report that the weld is broken on fowler support and the fowler could not be lowered electronically or manually. It is unk if there was pt involvement or if there are adverse consequences to report.